Event description:
It was reported that the pt complained about very loud and unpleasant impressions of sound as soon as the speech processor is activated.

Manufacturer narrative:
The device as not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.